Event description:
Revision surgery- the pt dislocated due to an infection. The doctor removed the bipolar shell and implanted a smaller head.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 1 month of pt use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint shows this is the (B)(4) complaint for this part number (B)(4). The root cause for the dislocated was not determined with confidence. There is no info reported that showed a material, design, or mfg problem with the product.